Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection of the full lead reveal blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, there was high impedance and difficulty with the screw mechanism. The lead was not implanted. No patient complications have been reported as a result of this event.